Event description:
It was reported to target that during the procedure the coil did not elongate. The pt's health was not affected, upon inspection of the returned product it was found that the coil had separated from the pusher wire making this complaint a MDR on 7/1/98.